Manufacturer narrative:
For the reported event, the lot number was provided for the malfunction; therefore, a lot history review has been performed. The devices was not returned to bd. Two photo were provided and reviewed. The first photo shows the end of a navarre catheter, with a red marking on the image emphasizing a visible crease on the catheter. The second photo shows the label the lot number and catalog number match the tw description. In light of the lack of a returned sample and the inability to confirm that the line on the catheter in fact leaks. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model nnu8pt. Chronic catheter allegedly experience fluid break. This report was received from a single source. This event did not involve patient with no reported patient contact. Age, weight, and gender were not provided for the patient.